Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the shock therapy failed. No patient involvement reported at this time.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device on site. It was determined that this was a malfunction of internal wiring which was repaired, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the internal wiring. The reported problem was confirmed. The fse repaired the internal wiring to resolve the issue. It has been concluded that no further action is required at this time.